Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The reported product was not received at the investigation site for evaluation. The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. The logfile shows that the user performed one energy check and performed four treatments between without further energy check on that day. The logfile shows three successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s left eye was aborted by device during bed cut. Treatment was only sixty four percent complete. The laser showed the warning message. The vacuum pumps were shut off. After the aborted treatment the customer repeated the vacuum check successfully without issues. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. A root cause for the reported event could not be determined because according to logfile review the product met manufacturer¿s specifications. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flap cut was not performed completely, and it may be due to vacuum loss in unknown eye of the patient during refractive surgery. The medical or surgical intervention was resolved, and surgery was completed on same day.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).